Manufacturer narrative:
Applied medical has received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed - na . "One pouch contains a hole and the sterile barrier has been breached." Patient status - na. Type of intervention - na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole in the tyvek, which compromised the sterile barrier of the pouch. Based on the condition of the returned unit, it is likely that the reported event was caused by improper handling of the pouch after top level packaging. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.